Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had its respiratory sensor disabled by its signal artifact monitor (sam) detecting an artifact. This occurred while the patient underwent an ablation, so it was a false positive. This device remains in service. No adverse patient effects were reported. The device has been returned and analyzed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had its respiratory sensor disabled by its signal artifact monitor (sam) detecting an artifact. This occurred while the patient underwent an ablation, so it was a false positive. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had its respiratory sensor disabled by its signal artifact monitor (sam) detecting an artifact. This occurred while the patient underwent an ablation, so it was a false positive. This device remains in service. No adverse patient effects were reported.